Event description:
It was reported that the customer was hospitalized, due to hypoglycemia. The customer's blood glucose reading was 170 mg/dl when she reached the hosp. The customer stated that she ate too late and over bolused to correct a high blood glucose reading, causing the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.